Event description:
An or manager reported that during insertion of an intraocular lens (iol), a haptiac broke in the cartridge of the iol delivery system. The surgical incision was enlarged to facilitate removal of the damaged lens. Additional information has been requested.